Manufacturer narrative:
Model number, lot number, and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Model number of the disposable device not provided by the complainant, therefor the PMA is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
In the journal of minimally invasive gynecology it was reported that during a myosure tissue removal procedure for a myoma, the patient developed a cardiac arrhythmia. The procedure was stopped and the patient was moved to the recovery area. The fluid deficit was 2500ml and 1000ml of normal saline was received intravenously. Fluid restriction, electrolyte replacement, and cardiac monitoring was received and the patient was discharged 24 hours post operation.